Manufacturer narrative:
A definitive cause of the incident is unknown. This medwatch report is related to MDR 1061932-2013-00599.

Event description:
The customer reported the instrument did not generate blast cell suspect flag for one patient, on two separate days, involving the unicel dxh 800 coulter cellular analysis system. The customer stated blast cells were identified through the manual slides. The erroneous results were identified during the patient's office revisit where variant lymph flag was obtained on the unicel dxh 800 system. Upon manual review, over 50% blast cells were identified. The erroneous results were released out of the laboratory, and the patient was admitted to the hospital based on the results. The customer indicated patient treatment was affected since the patient was not admitted to the hospital sooner. There has been no report of current patient outcome to date. This is report one of two for the event date noted.